Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the 8mm force bipolar instrument had misaligned tips. Misaligned 2 of 2. The case was delayed for 15 to 30 minutes because the customer was figuring out why the tips were not holding. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no sparks were noted. There was no patient involvement.

Manufacturer narrative:
The 8mm force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.71mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument. The complaint was confirmed by failure analysis.the probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.